Event description:
It was reported that the insulin pump has alarmed multiple motor errors. The blood glucose reading is 332 mg/dl. Customer has treated with a manual injection. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected low battery alarm. Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Missing end cap sticker.